Event description:
It was reported that during an unknown procedure, "the devices would not clip." Another device was used to complete the procedure. There was no adverse consequence to the patient. Three attempts were made to clarify the event information, but no response was provided.

Manufacturer narrative:
(B) (4). (B) (4). Results - dropping or ejected clips. Evaluation summary: the analysis results found that instrument (a) was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. The analysis results found the instrument (b) was returned in good visual condition. The instrument was cycled, fed and formed 13 clips conforming and 5 clips ejected. The instrument lock out was functional. A batch record review was performed and no anomalies were found during the manufacturing process. Device b batch # d9du3n. Mfg date: 6/14/2007; exp date: 05/14/2012.